Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of pump stoppage and power elevations associated with pi events. The submitted log files captured pump stoppages and low speed events between 09:52:42 am and 09:53:03 am on 13oct2017 while the system controller was connected to a power module. Low speed/flow hazard alarms were observed during these events, and power appeared to elevate, reaching values up to 16.5 w. Based on previous complaint experience, these events appear consistent with a potential percutaneous lead issue. The submitted log files also captured transient elevations in power and estimated flow on (B)(6) 2017, reaching values up to 9. W and 11.7 lpm, respectively. These elevations appeared to correspond with pi events. During a pi event, the pump¿s speed automatically drops to the low speed limit. The speed ramps back up to the pump¿s fixed speed by design, which may cause a transient elevation in power. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The reported short to shield issue and the indication as to why the patient is on ungrounded power module patient cable was reported under MFR #2916596-2016-02223. Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 5 years and 5 months . The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient had been using an ungrounded patient cable at home due to history of short to shield issue. During a follow up visit, the medical assistant accidentally connected the device to the power module using a grounded power module patient cable, and a subsequent pump stoppage occurred. A log file analysis was requested. The manufacturer¿s technical services reported that the log file showed trajectories consistent with potential device thrombosis. The patient's lactate dehydrogenase peaked at 725 u/l. The inr was reported to be therapeutic. There were no further pump stoppages reported. No additional information was provided.